Event description:
It was reported that, the surgeon inserted a cc4204bf collamer single piece lens in 2006. A post op day one, a refractive surprise had occurred. The lens remains implanted and patient condition is good.

Manufacturer narrative:
A work order search was performed and no similar complaints were found.